Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were repeated loss of prime warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a loss of prime warning due to low, non-zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was returned without the battery cap, and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 10/09/2014 ¿ additional information:on 09/26/2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.